Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore; the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of a bladder tumor (turbt) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. It is unknown whether or not the broken fragment was retrieved. No further information was provided.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, the type of damage reported is typically caused by thermal and/or mechanical fatigue caused by wear and tear, possibly in combination with excessive force and can thus most likely be attributed to user error. A manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.